Event description:
Patient had an evd (external ventricular drain) placed on [redacted] (medtronic duet external drainage system). Patient ambulated to bathroom and edwards brand transducer fell off onto the floor. Evd was already clamped, so patient remained safe, new edwards transducer was applied sterile per protocol.